Manufacturer narrative:
Our first analysis of the available electronic log file revealed that the ventilator was operating properly during the entire case in question. There are several entries that indicate a large leakage in the pt system. The primus detected the leak and generated a number of corresponding visible and audible alarms. With regard to the reported restricted o2-flush functionality, the logged readings of both pressure and o2 concentration show several quick increases which are typical during the use of the os-flush button. A functional test of the device was done on site without findings. Especially the alarm function was found working properly. The investigation is ongoing. We will provide results within a separate follow-up report.

Event description:
It was reported that after the introduction of the pt and activation of automatic ventilation (volume mode), the device has not provided gas as expected. According to the users, the o2 flush wasn't delivering gas, either. The users reported did not hear any alarm. The pt died.